Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found moisture inside their insulin pump. The customer has a blood glucose level was over 300 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device, but the customer is unsure how the moisture got in the device. The customer was informed that the pump needed to be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor assembly.